Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose with threshold suspend. Customer received a low predict alert and then the insulin pump suspended. Customer's blood glucose was 147 mg/dl. Customer¿s sensor glucose level was 87 and 60 mg/dl. Troubleshooting was performed, the customer removed the sensor, and confirmed it was not bent. The sensor was returned for analysis.